Manufacturer narrative:
Evaluation summary: this report is based on information provided by post market vigilance investigation personnel. One device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The device was out of the pouch and without the liner. The pad was dry. The customer reported a burn injury. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. Visual inspection found no defects on the surface of the pad. The adhesive used on the boarders is a medical grade acrylic adhesive specifically designed for the mounting of medical devices on the skin for extended periods of time. However, various factors may affect the way any adhesive reacts with the skin. These include the patient's skin condition, preparation of the application site, location of the pad and the pad removal technique. The use of some steroid medication is also known to cause the skin to thin which could cause greater sensitivity to adhesives. Reactions to the boarder material have been known to randomly occur with no discernible cause. The instructions for use (IFU) states: to avoid skin trauma when removing the return electrode, peel off slowly with one hand while supporting the underlying tissue with the other hand. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, ablation started at 60 w, activation increased 10 w every minute, maximum activation was 122 w. Basically, the number of breaks is an indication of the completion of ablation, so if there was no break, ablation would not complete in 12 minutes. However, since there was a previous burn injury, ablation was stopped in 15 minutes and the temperature was measured, and it was completed in 15 minutes because the echo was also burnt. 3 c m needle was used, and the impedance between the 3 cm needle and the device may not be good. When using 2 c m needle, break was early, but when using 3 cm needle, the break was slow. Apart from burn injury on the right foot, there was also a small burn injury on the left foot. The surgeon checked the temperature during the procedure by touching the return electrode, it felt warm. The return electrode was applied tightly. Only clean and thin sheet was on the return electrode. The thick blanket and the hot dock had been removed from the return electrode part. There was no accumulation of liquid. The band was removed from the return electrode part, so return electrode part was not compressed. The return electrode was applied sideways, the cord was facing the feet. It was applied on the left foot at first, but it felt moister than usual, so a new return electrode was opened and was applied on the free right foot.